Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low shock impedances around the time the patient was undergoing an ablation procedure. There were no adverse patient effects reported. It was concluded the out of range measurements occurred because of the procedure with no additional issues observed.

Manufacturer narrative:
--

Manufacturer narrative:
The lead remains implanted with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for an unrelated reason. The device was returned for analysis. There were no adverse patient effects reported.